Event description:
It has been reported to philips that the system was hanging and processing very slowly. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in outside clinical use. Field service engineer (fse) inspected the system onsite and confirmed the system was hanging. Upon functional testing, it was found that the temperature in the technical room was high. The philips engineer advised the customer to reduce the temperature. After which, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. There was no reported product malfunction in this case as the temperature in the technical room (~38 degress) was high as the ac was not functioning. Which resulted in slowing down the geometry movements and machine hang. Philips has re-evaluated this case as not reportable. The codes were updated based on the investigation outcome.